Event description:
The port was placed 7/23/97 for chemotherapy. On 8/17/97 oe 8/18/97, an unsuccessful attempt was made to access the port. On 8/21/97, the surgeon then went in to revise the port and found that the catheter had broken off at the port stem and embolized to the pt's right atrium. The port was removed 8/21/97.